Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure with vasoview hemopro 2. They opened this device and noticed the jaws were not aligned, could not use. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The silicon insulation on the cold jaw was observed to be peeled at the tip of the jaw, exposing the metal jaw. A microscopic inspection was conducted. The heater wire was observed to be slightly flexed away from the hot jaw and remained attached at the base and tip of the hot jaw. A mechanical evaluation was conducted. The blue toggle switch was manipulated to operate the jaws. The jaws are able to open and close with no difficulty. However, it was observed that the jaws had a gap in between the cold jaw and the hot jaw. No other visual defects were observed. Based on the returned condition of the device and the evaluation results, the reported failure mode "mechanical issue" was confirmed due to the analyzed failure "peeled jaw" as well as confirmed for the analyzed failure mode "bent wire" specific actions for the analyzed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure with vasoview hemopro 2. They opened this device and noticed the jaws were not aligned, could not use. A replacement device was used to complete the procedure. No patient involvement.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure with vasoview hemopro 2. They opened this device and noticed the jaws were not aligned, could not use. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). Updated sections: type of report, if follow-up what type, event problem and evaluation coes, additional manufacturer narrative. Updated the evaluation method codes.